Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the nurse positioned the port-a needle properly. When preparing to draw blood, only air was aspirated and no blood return was obtained. After removing the needle for inspection, it was found that fluid was leaking at the medical device connection. No patient injury was reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking safestep device is inconclusive due to the state of the returned sample. One photograph of a safestep device was returned for evaluation. An initial visual observation of the photograph showed the device outside of the packing with the safety mechanism activated. No indication of the leak could be discerned from the photograph. No use residue was noted. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.